Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that six years following intraocular lens (iol) implantation, he noted opacification on the iol. In a follow-up, the surgeon explained that (on an unspecified date), posterior capsule opacification (pco) was noted and a yag was performed. Thereafter, in (B)(6) 2010, he noted macular edema with involvement of the internal limiting membrane (ilm); therefore, a vitrectomy was performed with ilm peeling. At the one week postoperative visit, the surgeon noted no modification of the iol. Then in (B)(6) 2010, opacification was noted, in which "the lens was entirely opaque" and the opacification is worsening. The pt is reported to have "low visus." Additional info has been requested.